Manufacturer narrative:
No failure was identified for both altitude and occlusion alarms. Cartridge was not returned for evaluation for the occlusion alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A system check was performed verifying the occlusion. Additionally, it was reported that multiple, intermittent altitude alarms occurred. Reportedly, the pump was not outside of the labeled operating altitude range. Customer's blood glucose level was 370 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.